Event description:
It was reported that during use in an instability repair, the drill bit broke. The broken part was retrieved with no patient injury. The surgery was completed without further problems.

Manufacturer narrative:
Investigation findings: the drill bit was returned and evaluated. Visual observation found the proximal end broken. The broken piece was not returned. The returned shaft was tested for material hardness and found to be within specification. An investigation is in process for this failure mode. The product will continue to be monitored. The customer will be contacted with findings.